Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was immediately achieved. Six hours post device deployment as the pt went to void, he felt a sharp pain down the inside of his leg (not at catheterization site.) The following day, an office visit with the physician confirmed a pea-sized knot. An ultrasound was performed, which confirmed the presence of a 2 x 1.5 cm pseudoaneurysm. Ultrasound guided external manual compression was applied, and the pseudoaneurysm resolved. F/u with the physician later that week confirmed that the pt was without sequelae.